Event description:
It was reported that while the ventilator was connected to a pt, a disconnection occurred at the y-piece. The check tubing alarm was not immediately generated and disconnection was not noticed until the expiratory low minute volume was generated.